Event description:
It was reported that before a myomectomy procedure, the nurse noticed that the trocar lacked the seal. The procedure was done using another trocar. No patient adverse consequencies.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.upon review of new information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Additional information:was the pkg opened and the seal was missing? The seal was missing from the trocar when the package was opened.corrected information: upon review of the additional information received, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is not reportable.